Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient reported the location of the implantable pulse generator (ipg) was uncomfortable, the patient underwent a procedure were the ipg was explanted. The patient is doing great post operatively. The explanted device will not be returned as it was discarded per facility policy.